Event description:
It was reported that the patient said that these are filling up with liquid but do not drain into the kit tubing to drain into the canister. A water suction test was conducted to see if the acc kit was operating and the past. Replacing (5) caths (B)(6) no specimens being returned. No im pick up needed. Pu/ex# 41178. Used with male wicks. Unclear if medical intervention was provided. No additional information provided. Troubleshooting did not resolve the issue. Per customer via email on 23sep2025, I had a very bad experience with the pure wick catheters. On four occasions the night collection bag garnered about 300 cc and then failed, leading to major spills in our bedroom. Each time a registered nurse helped attach the device. Pure wick nurse I had most contact with, said something was wrong with the system, that something was going on that was not my fault. The person charged with sending five new catheters said I should keep trying with the old ones. I did and had another bad accident. At that point I wanted nothing further to do with pure wick. I wanted to send the unused catheters back for a refund and was told there would be no refund. I¿m unhappy with the experience I had with your company. On the basis of the pain and suffering involved, the lack of any refund was the final nail in the coffin of your company¿s reputation for me.

Manufacturer narrative:
The initial reporter's zip code: (B)(6). The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient said that purewick male external catheter are filling up with liquid but do not drain into the kit tubing to drain into the canister. A water suction test was conducted to see if the accessories kit was operating and the past. Replacing 5 catheters ngkq2397. No specimens being returned. No im pick up needed. Used with male wicks. Unclear if medical intervention was provided. No additional information provided. Troubleshooting did not resolve the issue.